Manufacturer narrative:
Results: the returned penumbra system jet 7 reperfusion catheter (jet7) was fractured at approximately 12.0 cm from the hub. The jet7 had slight polymer deformation at approximately 21.0 cm, 29.0 cm and 93.0 cm from the hub and had ovalizations at approximately 11.0 cm and 41.0 cm from the hub. Conclusions: evaluation of the returned jet7 confirmed a proximal fracture. If the device is forcefully advanced at extreme angles outside the patient body, damage such as this may occur. Further investigation revealed additional damage along the catheter shaft. Based on the reported complaint and return condition, these damages were likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system jet7 kit. During the procedure, while attempting to advance a penumbra system jet 7 reperfusion catheter (jet7) through a neuron max 6f 088 long sheath (neuron max), the jet7 broke around its proximal to mid shaft area; therefore, it was removed. The procedure was completed using a new jet7 and the same neuron max. There was no report of an adverse effect to the patient.